Manufacturer narrative:
(B)(4). An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that ta customer had an issue with a dialysis catheter. The customer stated the patient had a dual-lumen dialysis catheter placed on (B)(6) 2012. The patient was on hemodialysis treatment three times per week. On (B)(6) 2013, before treatment, blood oozing was observed. The customer reports the doctor inspected the catheter and it was confirmed that the catheter was broken. As a result, the catheter was pulled and replaced. The patient was involved but without injury.